Event description:
On (B)(6) 2011, patient reported the down button on the infusion device was not functioning properly. Patient has used this infusion device for 1.5 years, and he boluses 6 times per day. The down button does pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.